Manufacturer narrative:
The integrated electrosurgical unit (iesu) was sent to the original equipment manufacturer (OEM) for further investigation. The reported failure was confirmed when the unit generated errors on start-up during my initial investigation. Troubleshooting led to a malfunctioning nessy 2 printed circuit board (pcb). The unit functioned as intended after replacing the component.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported issue could not be reproduced. The unit energized and cauterized all ports and recognized instruments. Error log review confirmed the c-00 and m-02 errors as having occurred in the field. The complaint was not confirmed based on the failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer was getting an error when firing monopolar energy with the integrated electrosurgical unit (erbe). Intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and found an m-02 error. The tse walked the customer through rebooting the iesu, and the surgeon was able to apply energy successfully. The tse explained it was possible for the error to return. The customer called back at later time and asked about alternative options. The tse advised the customer that they could use a third-party generator, if necessary. The procedure was completed as planned with no reported injury.